Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. The tip, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube, with a separation at 83cm form the strain relief, and there was damage to the tip of the device. The ends of the separation were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 8mm emerge balloon catheter was selected for use to treat the lesion. However, the shaft of the catheter broke outside the patient's body. The procedure was completed with another balloon catheter. No patient complications were reported.